Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Material no: unknown. Batch no: unknown. It was reported that reaction to chlorhexidine. Verbatim: chloraprep - case reference number (B)(4) (bd ID: ) is a literature case, title as stated above, identified on (B)(6) 2021, and concerns a (B)(6) male patient who was treated with chlorhexidine. The patient was one of the five patients who were hospitalised with driveline infection of left ventricular assist device (dli of heartmate iii-lvad). The patient's etiology responsible for heart failure was non-compaction and valvular cardiomyopathy (cmp). Indications for lvad implantation included bridge transplantation. The symptom of dli was manifested as pain on driveline parietal trajectory. White blood cells count was 11000/6100/mm3 (cubic centimeter) and c-reactive protein (crp) was 83/6 (mg/l), both before incision/before wound closure. Diagnosis, localization of the infection and abscess formation were confirmed by thoracoabdominal computed tomography. The infection was located only around the driveline without reaching the lvad. Pathogens was mainly (B)(6). Antibiotic therapy consisted of intravenous cefepime and oral clindamycin for twelve days, and oral clindamycin for six weeks.